Event description:
Placed patient back on vent when in the ultrasound suite and tried to run ventilator on vents compressor. There was a warning saying gs500 failure and high fio2 alarms. Patient still ventilating, but at 100 percent fio2.what was the original intended procedure?radiology ultrasound.